Manufacturer narrative:
Reference (B)(4). A 30 minute delay in surgery was a result of the unusable damaged product. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, a puncture in the implant packaging was noted in which it extends from the outer box into inner cavity. This resulted in a 30 minute delay as the implant was not usable. No further medical intervention was a result of this delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The femoral component and it's packaging was returned and from the returned product evaluation it was determined that a hole was present on the outer carton and inner & outer tyvek lids. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported damage to the outer carton and tyvek lids can happen when product inside the box experiences transit forces greater than worst-case assessment during design verification. As the product is in distribution for more than three years and unable to determine how it was handled during distribution the root cause for the reported issue can be transit damage/package damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends